Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of pseudomonas germs. The device was retested on (B)(6) 2025, and it tested positive for 10-50 cfus of pseudomonas germs.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the review of the results of third-party testing and the complaint investigation. The customer declined the testing of device by olympus; further testing was not performed through an olympus third party facility. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.